Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) contacted the isi technical support engineer (tse) to report that universal surgical manipulator (usm) 4 was bouncing while docked to the patient. The system logs showed no related errors. The tse recommended reseating the sterile adapter and instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) was informed by the isi clinical sales representative (csr) that the system was in working condition and had been used for multiple cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.